Manufacturer narrative:
Analysis of the returned device revealed that the blue dilator was torn at the distal end. There was a tool mark at the tear. The suture with dart was detached and was returned. Analysis also reveled that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during a sacrospinous ligament fixation performed on (B)(6) 2017. According to the complainant, during procedure, upon pulling out the suture through the ligament, the lead suture broke. The procedure was completed with another uphold¿ lite device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during a sacrospinous ligament fixation performed on (B)(6) 2017. According to the complainant, during procedure, upon pulling out the suture through the ligament, the lead suture broke. The procedure was completed with another uphold¿ lite device. The patient's condition at the conclusion of the procedure was reported to be stable.